Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer with an implantable neurostimulator (ins). It was reported they were getting issues with her device, getting a message saying something needed to be changed. There were no further complications that have been reported as a result of this event.